Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not performing as expected. The patient underwent a revision surgery two weeks later and inspection revealed a crack in the tube connecting the pump and cylinders. The pump was removed and replaced. There were no patient complications.